Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery to remove hardware was performed for unspecified reasons. During the surgery, it was discovered that there was something stuck in one of the screw heads. The surgeon was unable to remove this screw and the plate, and had to abort the removal and left the plate in the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the actual products involved, our investigation of this report is inconclusive. A review of the device history records did not reveal any discrepancies that would have caused or contributed to the reported incident. We will continue to monitor for any trends. No further actions are being taken at this time.